Event description:
Consumer reported complaint for error message (e-0) and high blood glucose test results. Customer stated he believes he may be dehydrated due to not drinking enough water when he was in texas in 90-degree weather causing the e-0. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer got e-0 and decided to test on his forearm and got a high result of 273mg/dl fasting. Customer stated it was high for him, he had not eaten breakfast or taken any medication. The customer¿s expected blood glucose test result ranges are 140mg/dl fasting am less than 110 mg/dl fasting pm. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were returned - defect found on returned meter - e-7. Reported defect not reproduced on returned strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Rc-001: miscellaneous user induced contamination on the strip connector. Note: customer contacted manufacturer contacted customer on 25-sep-2025 - customer stated replacement products resolved initial concern.